Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance, measuring greater than 2,000 ohms. It was alleged that this lead was fractured. Subsequently, during a pacemaker changeout procedure this lead was surgically capped and replaced. No additional adverse patient effects were reported.